Manufacturer narrative:
The delivery device was returned to b+l for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the intraocular lens was removed intraoperatively from the patient's right eye due to broken haptic noted upon insertion. The incision was enlarged to remove the lens and sutures were placed to close the wound. Another lens was implanted successfully and the patient's prognosis was reported as good. Please reference MDR number: 1119279-2013-00169 for the intraocular lens.